Event description:
It was reported that the customer had a motor error alarm occur with their insulin pump. The customer's blood glucose level at the time of the incident was reported at 568 mg/dl. Product is being replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.